Event description:
Pme form number (B)(4) experience xience prime (B)(6) 2012. It was reported that the procedure was to treat a 90% stenosed lesion in the marginal artery. The 4.0x18mm xience v stent delivery system (sds) was advanced to the target lesion and the stent implant was deployed; however, after stent deployment the sds balloon was not fully deflated. Attempts were made to re-inflate and re-deflate the sds. The sds and guiding catheter were removed as a single unit. Additionally, it was reported on a post market evaluation (pme) form that the sds was significantly worse for deliverability, lesion crossing, and withdrawal than the comparator device. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue, difficult to remove or physical resistance from this lot. Based on the reviewed information, no product deficiency was identified.